Event description:
It was reported that during deployment of a vena cava filter, the last two legs of the filter remained inside the delivery sheath. The deployment was completed with additional manipulation of the filter; however, the filter became tilted. A snare device was used to retrieve the filter and a new vena cava filter was deployed successfully. There was no reported patient injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.